Event description:
It was reported that device entanglement occurred. The opticross 6 hd was selected for use. During the procedure the device appeared to be entangled to the wire. The catheter was flushed multiple times and during removal the tip of the catheter appeared slightly damaged. The procedure was completed with another device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device was returned with a guidewire stuck in its tip. Image and impedance testing was performed. The testing showed a complete circuit wave form. Transducer level impedance testing showed a good rh peak. Image testing could not be performed due to the condition in which the device is occluded.

Event description:
It was reported that device entanglement occurred. The opticross 6 hd was selected for use. During the procedure the device appeared to be entangled to the wire. The catheter was flushed multiple times and during removal the tip of the catheter appeared slightly damaged. The procedure was completed with another device. There were no patient complications reported.